Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): patient obesity and use in a calcified vessel. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). The other proglide and 2 prostars of the initial medwatch report were filed under separate medwatch MFR numbers. It was not possible to perform a thorough analysis on the product as the device was not returned to abbott vascular for investigation. It should be noted that the patients history of peripheral vascular disease, mild tortuosity and mild calcification of the arteries, and weight may have contributed to the experienced event. The return of the device may have aided the investigation in determining a cause for the experienced event. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of finished devices is tested to verify the functionality of the device. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. Based on the information available, the reported difficulties experienced during the procedure, appear to be related to the operational context of the product.

Event description:
It was reported that a physician trained in the use of both the prostar xl and proglide devices attempted arteriotomy closure of a mildly tortuous and mildly calcified common femoral artery after an interventional procedure. Reportedly, during pre-close suture placement, the suture from two prostar xl devices did not capture arterial tissue. An attempt was made to use two proglide devices to close the 18f access site, but both were unsuccessful. Hemostasis was achieved surgically. The patient was reported to be in good condition. It was believed that the deployment of the four devices and their ability to achieve hemostasis was influenced by the weight of the patient and the preparation of the tissue tract not being large enough. According to the physician there was no device problem. There were no reported adverse patient sequelae. Though requested, no additional information was provided.